Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon attempted to reposition a pedicle screw when the tip of the expedium quick connect si polyaxial screwdriver broke off from the instrument. The broken tip was not retrieved from the surgical site. It was reported that there were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned expedium quick connect si poly screwdriver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Fracture analysis revealed plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. Product was released accomplishing all quality requirements. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and a data review has been opened, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.